Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer received intermittent minimum fill messages after loading the cartridge with 250-300 units of insulin. Customer's blood glucose level was 315-320 mg/dl. Reportedly, customer had insulin pens as alternate insulin therapy.